Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple "cartridge read errors" occurred and that the wake button was stuck. There was no reported impact to customer's blood glucose. Reportedly, customer declined to provide additional information regarding the event and declined follow up.